Event description:
The pump, catheter and pump connector were returned to the manufacturer when they were replaced. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The devices underwent routine analysis. The pump was used to deliver morphine.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the pump connector revealed no anomaly found. Final device analysis of the catheter revealed a reliability non-conformance - hole in catheter caused by pump connector pin. Catheter. The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.